Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to fungal peritonitis. The death occurred during a non-baxter clinical study initiated by a physician. On an unreported date, the pt experienced fungal peritonitis and subsequently passed away due to the event. It was not reported if the patient was hospitalized prior to death. Treatment was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Study title: the role of quality control software in peritoneal dialysis center continuous quality improvement (cqi). Study sponsor: non-baxter. Protocol number: (B)(4). The study start date: (B)(4) 2011. The study completion date: (B)(4) 2013. Study type: observational, investigator initiated. Study investigator: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.